Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2009, but had revisions on (B)(6) 2010, (B)(6) 2012 and(B)(6) 2013. It is unknown when ringloc liner was implanted. Revision procedure was performed on (B)(6) 2014 due to recurrent dislocation associated with patient fall. It was reported that patient is non-compliant. No further information has been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. Implant date - exact date unknown.